Manufacturer narrative:
All available information was investigated, and the reported sgc leak/splash (loss of fluid column during prep) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported sgc leak/splash (loss of fluid column during prep). There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the device preparation, the steerable guide catheter (sgc) column lost fluid when the dilator was being inserted. The stopcocks functioned as intended. Troubleshooting was performed and was unsuccessful. The secondary sgc was prepped to complete the procedure and an attempt was made to insert the first dilator into sgc. The column lost fluid again. The dilator appeared to be the cause of the issue, as a result secondary sgc was used with secondary dilator and the procedure was completed successfully. The mr was reduced to grade 1-2 post procedure. There were no adverse patient effects or clinically significant delay.